Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device was received with both tamper seals broken and the right plunger case was cracked. The history log showed there was a check plunger error in history. During testing the customers stated problem was verified during start-up. One of the plunger levers would not retract all the way down because the timing plates were incorrectly assembled by the customer. The root cause was attributed to the customer. The tech reset the timing plates in the plunger head. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair DHR review. UDI is unknown. No product information has been provided to date.

Event description:
It was reported the device had check plunger lever error. No patient injury was reported.